Event description:
Medtronic received a report the cuff on the tracheal tube deflated. Customer indicated there was no patient injury with this event.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was observed the cuff deflated after 15 minutes. A visual inspection was also performed. The pilot balloon was submerged into a container filled with water and it was observed that the pilot balloon leaked. It was also noticed a foreign object was inside the pvt valve. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.